Event description:
A report was received that the patient had an infection at the pocket site that might ascended to the lead site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site that might ascended to the lead site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not device related but might have been due to the surgery.